Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative (rep) stated that the issue was resolved. The portion of the catheter was discarded.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine and hydromorphone via an implantable pump for non-malignant pain. It was reported that the physician was unable to interrogate pump and thus needed to do a pump pocket revision because pump was too deep. The rep stated while the physician was in the pocket, the catheter got moved around and needed to be revised so a section of pump segment was revised. The patient's weight at the time of the event was provided.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2024; UDI: (B)(4); ubd: 2026-05-10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.